Manufacturer narrative:
Combination product: yes as of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2023 and (B)(6) 2026 recorded a stable pacing impedance of 450 ohms and a stable shock impedance of 330 ohms. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that ventricular oversensing was observed. The patient attended the clinic, where multiple episodes of non-sustained ventricular tachycardia (nsvt) were detected. The noise could not be reproduced. The lead will be most likely replaced during the upcoming, planned ICD replacement.